Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false pause episodes due to undersensing were observed. The physician elected to take no further action and to monitor the patient at follow-up. The patient was in stable condition.